Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not close the clips properly. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the event occurred on (B)(6) 2023 and the procedure was a robotic cholecystectomy. Also confirmed that there was no harm to the patient. The incident with the clip applier occurred once the surgeon fired the clip and the locking mechanism didn¿t close. The types of clips used were hem-o-lok m/l ref #544230. The issue occurred on the first application with the clip appliers. The procedure was continued and completed with a backup clip applier of the same kind.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The returned clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to the user mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional observations that were not reported by the customer: signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibit orange discoloration. Common causes of the failure mode corroded instrument bearings are typically attributed to the user mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the medium-large clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.